Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 420 mg/dl. Customer stated that the sensor had sensor updating and change sensor alert. Customer stated that the infusion set got detached at quick release. Customer stated that the insulin pump was not dropped with infusion set. Customer was advised to change infusion set. The insulin pump will not be returned for analysis.